Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings were not set correctly by the customer. Tandem technical support guided the customer through adjusting the pump settings. Customer's blood glucose level was 213 mg/dl.